Event description:
End user stated wheel broke causing lift to tilt and drop the patient. The patient was on the floor and the daughter had to get assistance from strangers outside to lift mother back into bed. Daughter is calling doctor to have mother checked out. The mother is in late stages of dementia. "Mother hit her chess on the lift."